Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) hinges were broken. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse replaced the upper and lower hinge covers. The fse then tested the monitor and performed all functional and safety tests which passed to meet factory specifications and the iabp was returned to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4).